Event description:
It was reported that optics do not allow viewing image. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the customer's information "optics do not allow viewing image" can be confirmed. A bent shaft was found when the optics were examined. The shaft is bent directly after the connection cone. The bent shaft resulted in a broken rod lens, which means that imaging is no longer possible. The distal solder seam is slightly chemically affected but intact. The optic was disassembled to confirm and document the rod lens breakage. The damage found may have been caused during clinical use or during clinical reprocessing and cannot be attributed to a manufacturing/production defect. The event is filed under internal karl storz complaint ID: (B)(4).